Event description:
On (B)(6) 2011, therakos rec'd a report of blood leak in the photoactivation chamber during 3rd cycle of treatment. Customer stated that issue started with system error 212. Customer claimed that they powered off and on the instrument several times but unsuccessful. Upon troubleshooting, customer noticed blood was dripping from the left side of the instrument. Customer removing the kit and found blood under the lamp set and on the glass of the photoactivation chamber.

Manufacturer narrative:
Batch record review of xts kit lot z717 showed that this lot met all release requirements. No physical part was returned against this complaint. The investigation was performed solely on the basis of an examination of the photo. A true root cause for this event could not be determined based on the info available. Due to the uncertainty in identifying a true root cause no definitive corrective action was possible. (B)(4).